Event description:
The patient experienced a shocking/jolting sensation at night and when it was "cold in the morning." It was also noted that she had 3 to 4 urinary tract infections for about a year. The patient was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).